Event description:
It was reported that the device displayed an "error screen" and it shut off. The clinician had to restart and reprogram the infusion. The event occurred on (B)(6) 2022 in neonatal intensive crae unit (nicu). There was patient involvement, but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.